Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The downstream occlusion sensor was bubbled. Functional testing was performed, and the issue was confirmed. The air detector is inoperable and was replaced.

Manufacturer narrative:
Other, other text: a1, h6: additional information received stating no patient involvement-incident occurred during testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed air in line. No patient adverse events reported.